Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a subtrochanteric fracture fixation surgery, one (1) subtroc lag screw driver broke during implantation of the lag screw. The procedure was performed, after a non-significant delay, using the same device. No further complications were reported.